Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the after connecting the ECG leads, it does not show a reading, but a straight line instead. The message "ECG leads disconnect" also appears. There was no patient involvement.